Event description:
It was reported that a malfunction code, malf 12, appeared on the customer's device. The customer's blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arises again.